Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported the customer had a scratch on their lcd display. The customer stated the scratch made their display unreadable. The customer also reported the damage occurred from dropping their insulin pump. Customer's drive support cap was not damaged. The customer's insulin pump will be replaced. No additional information provided.